Event description:
It was reported that the device had a damaged air sensor seal. There was no reported patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no related previous repairs in the last 12 months. The customer issue could not be replicated with the air sensor. No further actions were taken as no faults were found with the air sensor. The device passed functional and accuracy testing thereafter.